Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The agent reported that during hip prosthesis surgery on (B)(6) 2019 at (B)(6) first operator (B)(6) in the insertion phase of the biolox delta ceramax 121881752 lot 9184531 inside the cup the insert was chipped on the edge. It was therefore necessary to remove the insert and open biolox delta ceramax 121881752 lot 9158126. However, biolox delta ceramax 121881752 lot 9158126 was also crushed during insertion into the cup. The agent pointed out that the first operator performed insertion of the ceramic insert into the cup following the surgical technique correctly. The operation ended by inserting a polyethylene insert and no damage to the patient was reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation of the returned products identified, through metal transfer on the ceramic liners, that in both cases the inserts appear to have fractured due to misalignment of the liners inside the cup. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The liners shall be retained for future reference. The complaint was received into the company with the following comment: the agent reported that during hip prosthesis surgery on (B)(6) 2019 at cdc sanatorio trieste first operator sabino fiume in the insertion phase of the biolox delta ceramax 121881752 lot 9184531 inside the cup the insert was chipped on the edge. It was therefore necessary to remove the insert and open biolox delta ceramax 121881752 lot 9158126. However, biolox delta ceramax 121881752 lot 9158126 was also crushed during insertion into the cup. The agent pointed out that the first operator performed insertion of the ceramic insert into the cup following the surgical technique correctly. The operation ended by inserting a polyethylene insert and no damage to the patient was reported both products were returned for investigation and they were forwarded onto the supplier for further analysis. The products involved were: delta cer insert 36idx52od code 121881752, lot 9184531. Delta cer insert 36idx52od code 121881752, lot 9158126. A worldwide complaint database search found no previous related reports against the provided product code / lot code combinations. The suppliers report, attached in attachments titled (B)(4) final report kiv 19 10 31, summarised: the component properties and the microstructure as obtained from the quality documents of both inserts fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Primary regular metal transfer cannot be found on any of the inserts. The existing metal transfer indicates a misaligned position of the insert in the metal cup for both inserts. Both inserts seem to be fractured due to similar reasons: due to the misalignment there were point contacts between the metal cup and the insert which may have initiated the fracture. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.